Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. It was reported that the patient presented emergently with an aneurysm diameter of approximately 10 cm in diameter that had ruptured. The patient was transferred to this hospital from another hospital. Due to the short length of the right and left common iliac artery as well as the forming aneurysm, the physician planned to embolize the right and left internal iliac artery and then land on the right and left external iliac artery. After the stent grafts were implanted; the junction area of 16x16x93 and 16x10x124, which were delivered on the left side, did not engage well and the stent graft were disengaged in the aneurysm, causing type iii endoleak. An additional treatment was provided to successfully resolve the type iii endoleak by placing a 16x16x124 in the junction area to strengthen the connection. The devices were delivered while maintaining the blood pressure by means of blood transfusion and occlusion. After being moved to the ICU, the patient's condition deteriorated, leading to the patient¿s death. The physician commented that it was not clear if this case was attributed to the stent grafts. He added that there were various causal factors such as the ruptured abdominal aorta, deteriorated hemodynamic status, and the long occlusion period with over 3 hours.

Manufacturer narrative:
(B)(4). Conclusions: pre-implant rupture.